Event description:
It was reported that approx 5 months post-implant of a bifurcated device, suprarenal aortic extension and an infrarenal aortic extension, the pt presented emergently with abdominal pain and a computed tomography scan identified a type iii endoleak. Reportedly, the pt was treated with an add'l suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient. Medical records or procedural images were not provided; however, a copy of the procedure planning form was provided and was reviewed with the following impression: the cause of the reported endoleak is inconclusive. The procedure planning form do not include any pertinent sizing information that could assist in the determination of the cause of the reported endoleak. Review of the device history record did not reveal any related nonconformances that would have cause or contributed to the reported event. The manufacturing records confirm that the lot met all requirements prior to release. The usage history shows that all devices from this lot have been consumed and no other units from this lot have been involved in a similar complaint. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling, as a known risk of the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.